Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. The customer contact reported that during priming prior to pt use, leakage was noted at the end of the tubing set. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.